Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was reported that death occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery with 80% stenosis. The patient had a previously implanted cardiac defibrillator. A 3.50x16 synergy ii drug-eluting stent was placed in the lesion and fifteen minutes later, the patient went into ventricular fibrillation and was shocked 5 times. The patient was placed back on the table and angiogram was performed to find out the cause of ventricular fibrillation. The patient's coronaries were shot and the stent was wide open. Subsequently, the patient went into ventricular fibrillation again and expired due to cardiac arrest.